Event description:
My son got burnt while using the malem alarm. This is so not called for. We had to take him to our doctor for immediate attention. He has suffered a lot over the last few days. I have noticed hundreds of similar complaints online. The FDA needs to look into this issue now. Bedwetting store. FDA safety report ID # (B)(4).